Event description:
(B)(4). I started having symptoms of dizziness followed by severe numbness and tingling in hands and feet. The numbness was so bad it was hard to walk and to daily tasks. My hands were weak and constantly were numb and tingling.